Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the anti reflux cap has broken in half. Per customer, the nurse was with the patient in bed during the incident, the patient did not know why the cap had broken in half. The issue was detected during the commissioning of the product; this has had no consequences for the patient involved.

Manufacturer narrative:
Section d4: lot number, expiration date and unique identifier (UDI) # has been added.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One representative sample was received for investigation. The device was inspected, and the reported condition was observed. Based on all available information a definitive root cause could not be determined at this time. A corrective and preventative action has been opened to address the reported condition. We will continue to monitor related reports to determine if additional actions are needed.